Event description:
The customer reported to olympus, the evis exera iii video system center had abnormal noise inside the device. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a detached screw. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation did find a detached screw inside the device. The screw was retightened and the reported fault was eliminated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that unscrewing inside the device led to the malfunction, resulting in noise from inside the device. Olympus will continue to monitor field performance for this device.